Event description:
The manufacturer received information alleging a user of a dreamstation auto CPAP device has passed away. The patient's wife reports the patient was not using the device at the time of passing. The patient has not used the device for a very long time. The cause of death was not provided. There is no allegation that the device caused the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a user of a dreamstation auto CPAP device has passed away. The patient's wife reports the patient was not using the device at the time of passing. The patient has not used the device for a very long time. The cause of death was not provided. There is no allegation that the device caused the patient's death. No device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.